Event description:
On (B)(6) 2019 the physician reported that a patient who underwent hyoid suspension and tongue suspension on (B)(6) 2019 had discomfort he was not satisfied with the changes in his sleep apnea. The physician reported that the removal procedure was scheduled for (B)(6) 2019. The [physician later reported that the patient returned for a post-operative visit on (B)(6) 2019 and the patient was healing well and without pain.